Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. After removing the temporary repair conducted by the site, on-site inspection of the driveline cable by the clinical specialist revealed a break in the outer sheath, confirming the reported event. Additionally, the outer sheath was noted to be discolored. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient's tape from a previous repair was coming off. The damage was reported to be at the same site of the previous repair. A driveline sheath repair per specifications was scheduled for (B)(6) 2015. Pictures and log files were sent. When the old repair was removed there was a 3 cm area of exposed silicone on the outer sheath that had completely peeled away. The new repair was applied to the same area. The remainder of the driveline was examined and was discolored but otherwise intact. Driveline care was reviewed with the patient. There were no reported pump stops and no reported effect on the patient. The driveline remains implanted.